Event description:
In 2008, pt underwent lumbar laminectomy and fusion surgery at which time the eye goggles were used. Patient was informed and believes and alleges that the eye goggles used caused burns, abrasions, scarring and disfigurement.

Manufacturer narrative:
The exact model number and lot of product used on this patient is unknown as the device was not returned to dupaco. Due to the sales volume, dupaco shall assume the device is catalog number 28310. Reserve samples from shipments during this time frame were evaluated. The evaluated devices function as intended and were properly labeled.